Event description:
Statspin centrifuge reported to have smoke "coming out of the motherboard." No visible flames seen and fire department was not called. However, there was presence of charred material. No injuries or medical intervention reported.

Manufacturer narrative:
The repair center replaced the pc board and ran instrument performance tests with 120v and 1 hour burn with no errors.